Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported issue. Physio did evaluate the electronic device download and determined that the device likely locked up during the reported issue, but this could not be duplicated during testing. The cause of the reported issue could not be determined. The customer received a replacement device.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device failed to deliver a defibrillation shock during testing. The device reportedly was charged for defibrillation therapy delivery, and when the shock button was pressed, the display on the device went blank leaving only the on button led illuminated with no device function available. In this condition, the device appeared to have been locked up. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer reported that their device failed to deliver a defibrillation shock during testing. The device reportedly was charged for defibrillation therapy delivery, and when the shock button was pressed, the display on the device went blank leaving only the on button led illuminated with no device function available. In this condition, the device appeared to have been locked up. There was no patient use associated with the reported issue.